Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The reported heat damage was observed during evaluation as heat damage to the wireless flex module and radio pcb (printed circuit board) due to a non-OEM (non-original equipment manufactured) battery pack. Evaluation has determined the device to be unserviceable due to the observed damage. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum wireless battery module showed signs of heat damage. There was no known patient injury or medical intervention associated with this event. No additional information is available.